Manufacturer narrative:
When the investigation is completed a follow up report will be sent to the FDA. (B)(4).

Event description:
The customer alleged that over the weekend the x-ray control caught on fire. The fire department was notified. At this point philips has not received any further info detailing if the device contributed or caused the fire. Philips was informed that no injuries were reported.